Manufacturer narrative:
(B)(5). Additional information received on 20 jul 2015 from the clinical services coordinator in the intensive care unit stated that the device did not cause or contribute to the patient's death. Device evaluation: returned for evaluation was a 40cc 7.5fr iab. A dried pink substance was noted on the bifurcate and cathgard. Dried blood was noted within the bladder membrane. Two sets of 40cc driveline tubing were also returned. The pump connector was cut off from both sets of tubing. Small areas of dried blood were noted within both sets of tubing. The spring wire guide (swg) was returned inserted within the catheter. No kinks were noted on the central lumen. The bladder thickness was measured at various locations and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The iab was submerged in water and leak tested using the mdt-50. A leak was immediately noticeable from the bladder membrane. Under microscopic inspection, several cuts consistent with contact with a tool were noted approximately 7.5cm from the distal tip. Based on the timing of the event noted in the details, it is unlikely that these cuts are the original causes of the leak. Through further investigation, an abrasion site was noted approximately 21.7cm from the distal tip. The abrasion was originally undetected by leak test because of the severity of the cuts initially noted. This is likely the site of the reported leak. A returned swg was front loaded through the luer end of the iab, and no resistance was noted. The swg was able to advance. The swg was back loaded through the distal tip of the iab, and no resistance was met. The swg was able to advance. Some blood exited with the swg. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in the helium pathway is confirmed. The bladder had a full thickness abrasion which allowed blood to enter the iab. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall.

Event description:
It was reported that the event involved a patient septic with pneumonia and a low cardiac output. While in the (B)(6) the iab was inserted sheathless via the patient's right femoral artery without any difficulties. Routine care and maintenance of intra-aortic balloon catheter was being performed when the attending nurse noticed blood flecks in the distal portion of the helium line. Patient was on a weaning protocol of 1:2. Blood flecks were noted in the distal portion of the helium drive line tubing. The arrow pump ((B)(4)) was in a 1:2 ratio and working well. On inspection, the attending nurse reported that the fluid in the condensation bottle looked like it had been contaminated. There were no reported alarms and there were also no alarms reported from the previous two nursing shifts. Patient notes did not contain any record of any difficulties or complications related to counterpulsation therapy. Removal of the catheter was accelerated due to blood detected in the helium line. Catheter removal was attempted in the intensive care unit, but was deemed to be risk due to blood entrapment in the balloon. The patient went to angiography as there was circulation compromise to his one foot. The patient required a surgical procedure to remove the catheter and was subsequently recovered back to the intensive care unit. Length of time prior to the event: 48 hours. There were no further negative effects on the patient. It has been confirmed by the hospital that the patient has subsequently died of causes unrelated to this event.

Event description:
It was reported that the event involved a patient septic with pneumonia and a low cardiac output. While in the cardiac catheterization lab the iab was inserted sheathless via the patient's right femoral artery without any difficulties. Routine care and maintenance of intra-aortic balloon catheter was being performed when the attending nurse noticed blood flecks in the distal portion of the helium line. Patient was on a weaning protocol of 1:2. Blood flecks were noted in the distal portion of the helium drive line tubing. The arrow pump (100911w) was in a 1:2 ratio and working well. On inspection, the attending nurse reported that the fluid in the condensation bottle looked like it had been contaminated. There were no reported alarms and there were also no alarms reported from the previous two nursing shifts. Patient notes did not contain any record of any difficulties or complications related to counterpulsation therapy. Removal of the catheter was accelerated due to blood detected in the helium line. Catheter removal was attempted in the intensive care unit, but was deemed to be risk due to blood entrapment in the balloon. The patient went to angiography as there was circulation compromise to his one foot. The patient required a surgical procedure to remove the catheter and was subsequently recovered back to the intensive care unit. Length of time prior to the event: 48 hours. There were no further negative effects on the patient. It has been confirmed by the hospital that the patient has subsequently died of causes unrelated to this event.

Manufacturer narrative:
(B)(4).